Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. There was resistance with the guidewire noted during sheath insertion, upon extraction of sheath and wire, damage of dilatator was observed. The guidewire and dilator were changed. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Faradrive sheath was returned with its native dilator still inserted, resulting in the removal of the accessory to proceed with device analysis. Inspection of the dilator found damage at its distal tip. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Evaluation of the returned faradrive and dilator were performed to successfully interface with a standard 0.037" guidewire. The guidewire was able to be inserted into the dilator and while the dilator was interfacing with the faradrive sheath. Inspection of the dilator confirmed the damage on the distal tip. Analysis of the returned sheath and its native dilator confirmed the damage on the distal tip of the dilator. Analysis did not find any nonconformance that could have contributed to the allegation of difficult to insert. Based on the information provided with the product return, the damage on the dilator must have occurred during the insertion into the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. There was resistance with the guidewire noted during sheath insertion, upon extraction of sheath and wire, damage of dilatator was observed. The guidewire and dilator were changed. No patient complications were reported. The device is expected to be returned.